Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead fracture was suspected. Upon review of the remote transmission from (B)(6) 2018 noise appeared on the stored electrocardiograms. There were no changes in capture thresholds or impedance. The noise was not reproducible. The patient did not have any symptoms. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.